Event description:
It was reported that there was an incident on 10 april 2025, in the ICU at monash clayton involving the administration of noradrenaline. The customer later added that, "the nursing staff the pump was running whilst they were doing the double pumping of the noradrenaline. They turned the old/previous noradrenaline off at the pump as the new noradrenaline infusion was established. The patient's blood pressure then declined and the nursing staff noticed there was blood flowing back up the infusion line of the new noradrenaline line and the pump was reading a 'channel error' message. Prior to this time the noradrenaline appeared to be infusing and the channel was not alarming. The patient's condition deteriorated as they were not receiving noradrenaline resulting in hypotensive cardiac arrest." Bd learned through due diligence the following information. The patient had a hypotensive cardiac arrest requiring 3 minutes of CPR prior to rosc. The patient received CPR, and metaraminol, 500ml fluid bolus. The patient was discharged to the ward on 7may2025. Per the customer's notes: "the patient had noradrenaline running at 5mcg/min (noradrenaline 6mg in 100ml 5% dextrose). To change the lines over the noradrenaline is "double pumped" with the new infusion commencing at the same concentration and rate as the current/old infusion. The patient is closely monitored during this time and the noradrenaline infusions are titrated until the new infusion is running at the desired rate and the old infusion is at zero." It was also noted that there were the following infusions at the time of event: noradrenaline 6mg in 100ml 5% dextrose. Concentration is 1mcg/ml. Actrapid - actrapid 50 units in 50ml 0.9% normal saline at 5 units/hour dexmedetomidine - dexmedetomidine 400mcg in 100ml 0.9% normal saline at 1.5mcg/kg/hour fentanyl - fentanyl 1000mcg in 50ml 0.9% normal saline at 100mcg/hour propofol - propofol 500mg in 50ml neat at 200mg/hr.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported unintended rate change of noradrenaline and the channel error were not identified or confirmed through log analysis. The device logs only contained recordings starting on april 12, 2025, two days after the reported event date of april 10, 2025. The event and error log review from the received devices could not confirm the report that on the date 10apr2025 an infusion noradrenaline was programmed or the channel error reported by the facility. The external and internal inspection process did not find any existing malfunctions. All inspected parts were manufactured by bd. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. Preventive maintenance was performed on the suspect pump module to ensure the device was performing within specifications. The test results showed that the suspect pump module passed, with an error of -1.0833%. This falls within the acceptable steady-state error range for an alaris system, which is +/-3.400%. The facility reported an event on april 10th, 2025 but did not specify the time. A review of pump module and pcu logs found no recorded malfunctions or channel errors, as reported by the customer. An analysis of the event logs from the suspect pump module (sn: 15901764) and the associated pcu revealed that the logs had been overwritten, as they start on april 12th, two days after the reported event date. The analysis confirmed that the selected drug was noradrenaline (drugid=335). The logs showed that pump module sn: 15901764 was not programmed to administer noradrenaline. Instead, pump module sn: 15517373 was identified as the device programmed for the noradrenaline infusion program; however, the facility did not provide this device or its associated logs. On april 12th, 2025, at 5:11 pm, pump module sn: 15517373 was programmed to infuse noradrenaline (6 mg in 100 ml) until it was powered off on april 13th at 8:06 pm and the channel was disconnected at 8:13 pm. The module was reselected at 9:39 pm and programmed to infuse a new noradrenaline infusion at 9:40 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The administration set was requested but was not returned; therefore, it could not be inspected or tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause the root cause of the reported unintended rate change of noradrenaline and the channel error could not be identified or confirmed through log analysis. Review of the device logs confirmed that information from the date of the event was not available for analysis. The suspect pump module was found to be infusing within specification.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incident on (B)(6) 2025, in the ICU at (B)(6) involving the administration of noradrenaline. The customer later added that, "the nursing staff the pump was running whilst they were doing the double pumping of the noradrenaline. They turned the old/previous noradrenaline off at the pump as the new noradrenaline infusion was established. The patient's blood pressure then declined and the nursing staff noticed there was blood flowing back up the infusion line of the new noradrenaline line and the pump was reading a 'channel error' message. Prior to this time the noradrenaline appeared to be infusing and the channel was not alarming. The patient's condition deteriorated as they were not receiving noradrenaline resulting in hypotensive cardiac arrest." Bd learned through due diligence the following information. The patient had a hypotensive cardiac arrest requiring 3 minutes of CPR prior to rosc. The patient received CPR, and metaraminol, 500ml fluid bolus. The patient was discharged to the ward on (B)(6) 2025. Per the customer's notes: "the patient had noradrenaline running at 5mcg/min (noradrenaline 6mg in 100ml 5% dextrose). To change the lines over the noradrenaline is "double pumped" with the new infusion commencing at the same concentration and rate as the current/old infusion. The patient is closely monitored during this time and the noradrenaline infusions are titrated until the new infusion is running at the desired rate and the old infusion is at zero." It was also noted that there were the following infusions at the time of event: noradrenaline 6mg in 100ml 5% dextrose. Concentration is 1mcg/ml. Actrapid - actrapid 50 units in 50ml 0.9% normal saline at 5 units/hour dexmedetomidine - dexmedetomidine 400mcg in 100ml 0.9% normal saline at 1.5mcg/kg/hour fentanyl - fentanyl 1000mcg in 50ml 0.9% normal saline at 100mcg/hour propofol - propofol 500mg in 50ml neat at 200mg/hr.